Event description:
It was reported via repair work order that the brakes were not engaging on the footend due to a damaged brake crank assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.